Manufacturer narrative:
H6: investigation summary no sample or photo received by our quality team for investigation. A device history review was performed for lot 2205028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that propofol leaked from the back of the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter: "as reported by customer: propofol target controlled infusion(tci) was being given for anesthesia with 60ml bd plastipak syringe in bd alaris tci pump. Induction of anesthesia was uneventful but when approx 14ml propofol was remaining in the syringe, a large puddle of propofol was noted on the floor. Propofol appeared to be tracking back through bung along plunger and onto floor. The syringe was immediately changed and the patient remained asleep. The faulty syringe was discarded after the event by the anaesthetist."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that propofol leaked from the back of the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter: "as reported by customer: propofol target controlled infusion(tci) was being given for anesthesia with 60ml bd plastipak syringe in bd alaris tci pump. Induction of anesthesia was uneventful but when approx 14ml propofol was remaining in the syringe, a large puddle of propofol was noted on the floor. Propofol appeared to be tracking back through bung along plunger and onto floor. The syringe was immediately changed and the patient remained asleep. The faulty syringe was discarded after the event by the anaesthetist."